Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a unit without sound. Service evaluation verified upon power up. The cause was identified to be a rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned spectrum pump, the device experienced 'unit without sound'. There was no patient involvement. No additional information is available.